Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to a capture anomaly.

Event description:
New information received notes that when the patient presented in the clinic, the lead exhibited high capture threshold. The patient was stable before, during and after the procedure.